Manufacturer narrative:
Product event summary: one pump was not returned for evaluation. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned controller passed visual inspection and functional testing. Log file analysis revealed three controller power-ups with their associated motor starts on (B)(6) 2017 at 00:01:18, on (B)(6) 2017 at 09:44:28, and on (B)(6) 2017 at 02:23:06; respectively. No anomalies were observed during the recorded controller power-ups. The controller was without power for a maximum of 7 minutes and 50 seconds, 6 minutes and 47 seconds, and 9 minutes and 50 seconds; respectively. As a result, the reported event was confirmed. A possible root cause of the loss of power observed on (B)(6) 2017 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the losses of power observed on (B)(6) 2017 and (B)(6) 2017 respectively can be attributed to a disconnection of both power sources, as described in the event details. Additional products: controller - (B)(6). D10: yes, return date: 24-jun-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b3, g4, h10 product event summary: one vad and one controller were not returned for evaluation. Log file analysis revealed three controller power-ups with their associated motor starts on (B)(6) 2017 at 00:01:18, on (B)(6) 2017 at 09:44:28, and on (B)(6) 2017 at 02:23:06; respectively. No anomalies were observed during the recorded controller power-ups. The controller was without power for a maximum of 7 minutes and 50 seconds, 6 minutes and 47 seconds, and 9 minutes and 50 seconds; respectively. As a result, the reported event was confirmed. A possible root cause of the loss of power observed on (B)(6) 2017 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the losses of power observed on (B)(6) 2017 and (B)(6) 2017 respectively can be attributed to a disconnection of both power sources, as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. Additional products: controller (B)(4). H6: FDA conclusion code(s): 4315 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a third power loss to the controller.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) pump and one (1) controller were not returned for evaluation. Log file analysis revealed two (2) controller power-up events, with associated motor start events, logged on (B)(6) 2017 at 09:44:28 and on (B)(6) 2017 at 02:23:06. The data point prior to the first loss of power, logged at 09:37:41, revealed that one battery was connected to power port one (1) with 44% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power, logged at 09:59:27, revealed that one battery was connected to power port (1) and a second battery was connected to power port two (2). The maximum time the controller was without power was 6 minutes and 47 seconds. The data point prior to the second loss of power, logged at 02:13:16, revealed that a power adapter was connected to power port one (1) and one battery was connected to power port two (2) with 97% rsoc. The data point recorded after the loss of power, logged at 02:38:06, revealed that a power adapter was connected to power port one (1) and one battery was connected to power port two (2). The maximum time the controller was without power was 9 minutes and 50 seconds. As a result, the reported event was confirmed. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation has been opened to capture events involving the controller losing power and implement corrective actions as required. Other devices involved in this event: controller/ (B)(4)/ model #1403us/ exp. Date: 2017-09-30/ UDI#: (B)(4). Device available for evaluation: no. Mfg. Date: 2016-09-30. Labeled for single use: no. (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an accidental double disconnect on (B)(6)leading to a pump stop. The patient experienced a second double disconnect on (B)(6) leading to a pump stop. The patient was re-educated on power management. The controller and pump remain in use. No patient complications have been reported as a result of this event.